Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 had a large hematoma on the lateral thorax/axilla. The hematoma was evacuated in the operating room and the patient was transfused five units of packed red blood cells and two units of fresh frozen plasma. The purge was switched from heparin to sodium bicarb. The following day, the patient continued to bleed and a gastrointestinal bleed was identified. Seven units of packed red blood cells were transfused. The patient went into pulseless electrical activity, and the family decided to withdraw care. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding was most likely use issue wrong composition of purge was administered to the patient most likely leading to the bleed. Vascular damage peripheral vessel: patient had gi bleed. The root cause of vascular damage gi bleed cannot be determined since the product was not returned and insufficient clinical details were provided.